Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness. Possible fracture, high thresholds, and high and undefined impedance were noted on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.